Event description:
This is the 3rd sensor in a row providing false readings by 25 points or more or completely stopped reading all together while still in supported usage time. I do have pictures verifying this information and abbott has records of this as well. Reference reports: mw5166081, mw5166082.